Manufacturer narrative:
Corrected data: device evaluated by manufacturer, additional manufacturer narrative. Additional information: type of report: follow up, type of report, follow up, additional information/correction: event problem and evaluation codes. The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and would not restart. The unit was in use on patients, however no patient harm was reported. The biomedical engineer sent the unit in for repair and it has been evaluated by nihon kohden. The reported problem of not powering on was not duplicated, however the evaluation found that the cns application reboots intermittently. The unit needs a need hard drive and this has been made known to the customer.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and would not restart. The unit was in use on patients, however no patient harm was reported. The biomedical engineer sent the unit in for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down and would not restart.